Manufacturer narrative:
Concomitant medical products: 6944-65 lead; 559453 lead, implanted (B)(6) 2013.

Event description:
It was reported that, during implant when the vector express test was performed, the implantable cardioverter defibrillator (ICD) was pacing the patient's heart at an excessive high rate. The test was suspended and when it was rerun, again the same thing happened. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.